Manufacturer narrative:
If implanted, give date: 2008. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was noted that post a stenting treatment procedure stent thrombosis occurred. A taxus liberte stent was implanted in the left main (lm) to circumflex artery (cx). Three years later the patient was taken off plavix for four days and aspirin for ten days due to an upcoming endoscopy procedure. After the procedure the patient experienced chest pain and had a myocardial infarction. The patient was admitted to the hospital and the following day when the patient was brought to the cardiac catheterization lab, thrombosis was discovered in the previously implanted stent. The stent thrombosis was treated with thrombectomy using a non-bsc aspiration catheter, balloon angioplasty and re-stenting with an unspecified stent. The procedure was successfully completed with no additional patient complications reported.